Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 48 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. Customer will be returned device for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window, broken battery tube threads, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address number label and cracked reservoir tube lip.